Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation results. The subject device was evaluated by olympus and was observed to have discoloration on the screw part of the locking ring. A review of the device history record could not be performed because the serial/lot number is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the component analysis of the discolored part of the device revealed hydroxide, and the main component may be rust. It is believed that extensive discoloration (rust) can harbor bacteria. Moreover, olympus confirmed during an onsite visit that the facility deviated from the reprocessing steps outlined in the instructions for use (IFU) manual. Therefore, it is likely that the issue was caused by insufficient reprocessing and the device likely contributed to the reported patient infection. The event can be detected/prevented by following the IFU which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ ¿chapter 3: preparation and inspection (section 3.1) ¿ describes device inspections.¿ this supplemental report includes additional information received from the customer. B5 updated accordingly. An update has been made to h3 from the initial medwatch. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the facility that there have been no more health hazard events since receiving a replacement device. Also, there have been no reports that any of the involved patients are hospitalized at this time or have residual injuries related to the infections.

Event description:
It was reported that there was an increase in the number of infections about a year ago and the director felt it was 10-20 people. Some patients were admitted to other hospitals with fever during the night and on saturdays and sundays. A culture test on the device was not performed. The event was reported after use of the forceps/irrigation plug in association with the cysto-nephro videoscope. Additional information regarding patient symptoms, diagnosis, and treatment was requested, but the customer declined to provide it. This report is for patient 7 of 20.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. It was reported there were no problems with equipment handling, and there was no request for facility training. The customer confirmed the device was properly reprocessed in accordance with the instruction manual. The main body, cock, forceps plug, and tightening knob (cap) were all disassembled and were cleaned and disinfected in accordance with the instruction manual.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.